Event description:
Additional information, it was reported that the pulse generator could not be interrogated using radio frequency. The device could be interrogated using the wand. The device was still in the shipping box.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). (B)(6). MFR name: st. Jude medical (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found the device could not achieve the communication switch from the inductive wand to the rf wand. It could only be isolated to the rf module preventing rf interrogation from occurring.